Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer's blood glucose level was not reported. The buttons were unresponsive. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. Unit was received with unresponsive left button due to corroded keypad traces. No stuck button alarms noted. Unit was received with connector at printed circuit board properly connected. No traces of moisture found at the electronic or motor assemblies were noted.